Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/26/2017 that the mobile device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.